Event description:
Same case as MDR ID: 2134265-2014-07799. It was reported that a burr was stuck on the wire. A 1.75mm rotalink¿ plus and an unspecified size rotawire were selected. During withdrawal, while under dynaglide mode, the physician observed that the burr was stuck inside a 7.5fr non bsc guide catheter. Furthermore, it was noted that the burr was stuck on the rotawire. The physician then retrieved both the rotalink¿ plus and the rotawire at the same time. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).